Event description:
Edwards received additional information through follow-up with the health care provider. A preoperative echo showed severe obstruction of his bioprosthetic aortic valve. The patient was discharged home.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this 27mm bioprosthetic aortic heart valve was disabled via a valve-in-valve procedure after an implant duration of 9 years, 9 months years due to stenosis. A 29mm transcatheter valve was implanted and tee demonstrated good results. There were no reported complications. Patient was reported to be recovering well.